Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) customer is complaining regarding charging indicator not coming in. There was no patient involvement.

Manufacturer narrative:
Additional information: tel - (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit he found machine is not working on battery. During further check found battery is defective need to replace. Customer is replaced third party batteries. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.